Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms on the left ventricular (lv) channel. Isometrics were performed which resulted in loss of capture. A lead fracture is suspected but has not been confirmed at this time. A revision procedure will most likely occur in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this lead was removed from service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided